Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site leaked. This occurred when unspecified intravenous fluids were being pushed through the device during infusion. The reporter stated that the septum had tilted sideways in the port, which allowed fluid to leak out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection revealed that the septum was collapsed at one side. Functional leak testing was performed and there was a leak coming out of the septum where it was collapsed. The reported condition was verified. The cause of the condition was due to use error. The device was used with a b braun catheter, but it¿s only compatible with the interlink cannula. Should additional relevant information become available, a supplemental report will be submitted.